Event description:
Hearing performance with the device is affected. The recipient inadvertently pulled the electrode while scratching inside the ear canal in mid (B)(6) 2024. With the otoscope the electrode was clearly visible outside. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further according to the information received from the field the recipient accidentally pulled the electrode out of cochlea whilst scratching in (B)(6) 2024. Reportedly at implantation the electrode was inserted through the duct instead of being introduced through the mastoidectomy, which might have contributed to the observed issue. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The recipient inadvertently pulled the electrode while scratching inside the ear canal in mid (B)(6) 2024. With the otoscope the electrode was clearly visible outside. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient accidentally pulled the electrode out of cochlea whilst scratching in (B)(6) 2024. Reportedly at implantation the electrode was inserted through the duct instead of being introduced through the mastoidectomy, which might have contributed to the observed issue. Further in situ measurements showed one channel with hi status in 2022 due to undetermined reasons. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient accidentally pulled the electrode out of cochlea whilst scratching in july 2024. Reportedly at implantation the electrode was inserted through the duct instead of being introduced through the mastoidectomy, which might have contributed to the observed issue. Further in situ measurements showed one channel with hi status in 2022 due to undetermined reasons. No information on possible further steps has been received.

Event description:
Hearing performance with the device is affected. The recipient inadvertently pulled the electrode while scratching inside the ear canal on (B)(6) 2024. With the otoscope the electrode was clearly seen outside. At implantation the electrode was inserted through the duct instead of being introduced through the mastoidectomy. Reportedly, the user underwent surgery for cholesteatoma and was then implanted. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The recipient inadvertently pulled the electrode while scratching inside the ear canal on 13 or (B)(6) 2024. With the otoscope the electrode was clearly seen outside. At implantation the electrode was inserted through the duct instead of being introduced through the mastoidectomy. Reportedly, the user underwent surgery for cholesteatoma and was implanted. It could be that the electrode through skin before it was inadvertently pulled by the recipient. Reimplantation is considered.